Event description:
It was observed that during the device evaluation, the subject device exhibited main body image failure and main body water invasion and scratches on lens. Additionally, deposit on the free lock lever. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: main body image failure and main body water invasion and scratches on lens. Additionally, deposit on the free lock lever. The root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.